Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion set not sticking during hot weather. Blood glucose value was over 400 mg/dl at the time of the incident. There was no information regarding how the customer treated their high blood glucose reading. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.